Event description:
The customer reported that the battery indicator sometimes turn on and off. Further information was provided that when the battery is in the defibrillator, the battery indicator light does not come on. There was no adverse patient impact reported.